Manufacturer narrative:
Updated fields: d9, h2, h3, annex code b, c and d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.263" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis. A review of images provided by the customer shows a harmonic ace instrument with a broken curved blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace instrument broke and fragments fell inside the patient's body. The fragments were retrieved during the same surgical which was competed robotically, using a backup harmonic ace instrument. There were no instrument collisions during the case.